Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 492 mg/dl at the time of incident. The customer did not provide details regarding symptoms and treatment of high blood glucose. The customer also state the insulin flow block alarms and customer states the insulin exited. The insulin pump will not be returned for analysis.